Manufacturer narrative:
H6: investigation summary: bdj received one actual samples and one photos for investigation. The photo and sample was reviewed and the indicated failure mode for embedded fm was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of embedded fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was a spot in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was a spot in the tube."